Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The user's blood glucose level was 98 mg/dl. Reportedly, the contact changed the supplies and resumed insulin delivery.